Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was having incontinence every day, peeing all over the floor. When asked, the caller said this had been happening on and off for the last couple of months, however, they said that the last week had been really bad. The caller said the patient just got out of the hospital for this and other concerns and while in the hospital the patient was catheterized and they got almost a full liter of urine out of the patient, however the patient said that it didn't feel like they had to go at all. When asked, the caller said culture results came out fine, and the patient did not have a uti. The caller also said that about a week ago, the patient reported that their back really hurt right at the implant site. When asked, the caller said that the patient hadn't had any falls or trauma. Therapy information and general programming guidance was reviewed with the caller and the caller said they didn't know if the stimulation was on or not. The caller was not with patient a t the time of the call, but also that the patient was with the caller, who lives in (B)(6). The caller didn't know how long the patient would be staying in california. The caller also said that the patient or their spouse hadn't made any adjustments and didn't know if they had the external devices. The caller said that the patient's spouse was in virginia and the caller would call to have the patient's spouse look for the external devices and maybe ship them to the caller. The lost/stolen process was also reviewed with the caller.